Event description:
During an in clinic follow up, the device was observed to be pacing in magnet mode without a magnet present. Technical support was contacted and recommended programming the magnet response off on the device. Reprogramming was performed as recommended and normal device function was restored. The patient was stable and will continue being monitored.